Manufacturer narrative:
The device used during the procedure has been received by our facility for review. The cannula tip is curled back, and the stylet is bent. The lot number reported by the customer was manufactured in 2009. The needle set has been revised since the reported lot number was manufactured. This revision eliminated a pre-bend in the stylet tip and modified the specimen notch from a curve to a chamfer to reduce the risk of cannula damage. We will continue to monitor and trend.

Event description:
During a breast biopsy procedure, the customer states that the tip of the needle bent into the breast tissue of the patient, causing tissue damage and prolonged bleeding during and after the procedure.